Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed on (B)(6) 2015 at 7:00 am produced test results of 250 mg/dl, 140 mg/dl, 160 mg/dl, and 187 mg/dl. Storage of product not verified. Test strip lot manufacturer's expiration date is 05/14/2016 and open vial date is (B)(6) 2014; test strips are expired due to being open for more than 120 days. Recall test results performed from meter memory: 85mg/dl, (B)(6) 2015, 01:07pm, fasting: no; 91mg/dl, (B)(6) 2015, 01:06pm, fasting: no; 142mg/dl, (B)(6) 2015, 08:39pm, fasting: yes; 148mg/dl, (B)(6) 2015, 08:09am, fasting: yes; 120mg/dl, (B)(6) 2015, 08:06pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had incorrect code key. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed on (B)(6) 2015 at 7:00am produced test results of 250 mg/dl, 140 mg/dl, 160 mg/dl, and 187mg/dl. Storage of product not verified. Test strip lot manufacturer's expiration date is 05/14/2016 and open vial date is (B)(6) 2014; test strips are expired due to being open for more than 120 days. Recall test results performed from meter memory: (B)(6). Adverse event not reported.